Event description:
Complaint received alleged that the head of bed will not go up. No injury alleged.

Manufacturer narrative:
Technician inspected the bed. Alleged issue could not be replicated. Bed working as designed.